Manufacturer narrative:
Report was inadvertently submitted under manufacturer number ¿1643264¿ but the correct manufacturer number is ¿3006524618.¿

Manufacturer narrative:
The unit, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection shows no cosmetic issues on the device. The warranty seal is missing. There are no manufacturing abnormalities visible on the returned device. After powering up, the device cannot recognize the test wand. The default settings do not illuminate on the two screens. The top cover was removed and the output board inside was wrong connected. The pins are bent and the board was tightly and sloped screwed on the mainboard. A further functional evaluation could not be performed as the setting does not work. The complaint was verified and the root cause was determined due to an electrical component failure caused by a third party intervention. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Updated.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site registration number 1643264 (s+n oklahoma). The correct manufacturing site registration number is 3006524618(s+n austin). Corrected data: g1 contact information.

Event description:
It was reported that during procedure, the settings of ablation stayed "0" and it would not change the settings. The customer stopped to use the device and the procedure was completed with a competitors device. No delay and no patient injuries were reported.